Manufacturer narrative:
A comprehensive review of the device history records was conducted. All documentation was found to be complete, accurate, and in compliance with applicable regulatory requirements. Sterilization records were examined and confirmed to be within the validated parameters established during the product's qualification and routine processing. Based on the available information, a definitive causal relationship between the utis and the hollister urinary catheters could not be established.

Event description:
It was reported that the hollister vapro intermittent catheter is uncomfortable in use and he experienced two bladder infections while using it.